Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one day post implant, the patient experienced diaphragmatic stimulation/nerve stimulation. It was also reported that the right atrial (ra) lead exhibited high thresholds, no capture and was discovered to have dislodged on x-ray. The ra lead was initially reprogrammed and subsequently, repositioned and remains in use. It was further reported that the right ventricular (rv) lead exhibited cross chamber over-sensing of p-waves, under-sensing/no sensing of r-waves and was discovered to have dislodged on x-ray. The rv lead was initially reprogrammed, then subsequently, repositioned and remains in use. No further patient complications have been reported as a result of this event.